Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 33 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. The customer's doctor felt that the customer requires more training on the functions of the insulin pump. Advised that we would contact the insulin pump trainer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.